Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 july 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. A xtw (lot: 40313r3037) was chosen for implantation. The clip was steered down to the valve. When attempting to open the clip, there was resistance while turning the arm positioner in the open direction. Troubleshooting was performed but unsuccessful. The clip was removed and a replacement was implanted successfully. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported inability to open the clip was confirmed via returned device analysis. The reported resistance of the arm positioner was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to open the clip and resistance of the arm position appear to be related to the observed damaged (broken and twisted) l-lock tabs. However, a cause for the how the l-lock tabs got damaged cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.